Event description:
It was reported that the leadless implantable pulse generator (ipg) was was functioning normally. However, due to placement being high on the septal wall and due to the patients small anatomy, the leadless ipg was bumping into the patient¿s tricuspid valve and was causing arrhythmias, specifically ventricular tachycardia. The leadless ipg was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.